Event description:
During a thoracoscopy procedure, before firing, the cartridge fell out of the device while it was in the patient. The cartridge was located and removed from the patient. The procedure was completed with another device of the same product code. There was no patient consequence.